Manufacturer narrative:
Serial number of device requested. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down. No patient involvement reported.

Manufacturer narrative:
Follow up attempts were made to obtain device evaluation and repair information from the customer; no response received. To date, the customer has not called for further assistance.